Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator would not operate on alternating current (ac) power. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the unit would not power on while plugged in but would run on battery power. The bme determined a power cord failure was the cause. The bme replaced the power cord and confirmed the unit operated on ac power. The battery light emitting diode (led) indicated battery charging was active. The rse advised to continue to let the battery charge until the led is illuminated steady and to perform electrical safety and performance verification test (pvt) battery test before placing into service. The rse confirmed further communications with customer confirmed the replacement power cord resolved the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.